Event description:
Consumers reports the brush head disengaged during use and he gagged on it.

Manufacturer narrative:
Additional information: consumer states the incident occurred (B)(6) weeks before he reported it. Additional information: the product was manufactured at one of the following locations. Since the consumer has not returned the product to date we are unable to determine at which location this particular product was manufactured. Contract MFR: (B)(6).